Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to clinic for a follow up. Upon interrogation, it was noted that right ventricular lead exhibited high pacing impedance. No intervention was performed. The patient was stable.

Event description:
New information received notes the right ventricular lead was capped and replaced on 10 feb 2021. The patient was in stable condition.